Event description:
It was reported by the customer that on (B)(6) 2010 an aiming beam fired back from the fiber at 43,731 joules. No pt injury was reported. The device was not returned for evaluation.